Manufacturer narrative:
Event date updated and corrected from (B)(6) 2016 to (B)(6) 2016. Device evaluated by MFR: unit returned with its original pouch batch. The unit returned has balloon damaged, as part of overall visual revision. The returned device matches with upn and lot provided by the customer. The balloon was found detached from the catheter. Proximal and distal bond were found attached to the catheter without any signal of damages. The point of rupture of the balloon was found near the proximal bond of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: " note: when inflating the balloon, always inflate slowly. Fluoroscopic monitoring of the balloon during inflation is recommended. Caution: if loss of pressure within the balloon occurs during inflation or if balloon ruptures, immediately discontinue the procedure. Deflate the balloon and carefully remove. Do not reinflate prior to removal." (B)(4).

Event description:
It was reported that balloon deflation failure and balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aortic aneurysm (aaa).during the endovascular aneurysm repair (evar) procedure, a non-bsc stent was deployed and touch-up was attempted with a 27/7/2/100 equalizer balloon catheter by attaching bell-bottom foot. The physician felt resistance while inflating the balloon using a syringe and continued to push the syringe. However, after 3 inflations for 30 seconds, the balloon was unable to be deflated and eventually ruptured. The device was removed from the patient's body and procedure was completed with another equalizer balloon catheter. Post procedure, the physician checked the balloon part of the complaint device and it was noticed that there was no rubber attached. There was no issue with blood flow as per angiography. No patient complications were reported and the patient's status was good. Three days later, an intervention was performed and detached part was removed with fogarty arterial embolectomy catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation failure and balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aortic aneurysm (aaa). During the endovascular aneurysm repair (evar) procedure, a non-bsc stent was deployed and touch-up was attempted with a 27/7/2/100 equalizer balloon catheter by attaching bell-bottom foot. The physician felt resistance while inflating the balloon using a syringe and continued to push the syringe. However, after 3 inflations for 30 seconds, the balloon was unable to be deflated and eventually ruptured. The device was removed from the patient's body and procedure was completed with another equalizer balloon catheter. Post procedure, the physician checked the balloon part of the complaint device and it was noticed that there was no rubber attached. There was no issue with blood flow as per angiography. No patient complications were reported and the patient's status was good. Three days later, an intervention was performed and detached part was removed with fogarty arterial embolectomy catheter.